Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the right ventricular (rv) is-1 pace/sense setscrew could be engaged but when attempting to unscrew it, the torque wrench would make a squeak sound and the setscrew could be backed out with effort. This was repeated with a different wrench. The other setscrews on the device worked fine. The device was not used. There was no apparent patient involvement.